Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low level failures was found in insulin pump. The blood glucose was 11.6mmol/l. Customer was advised to replaced the insulin pump. The product will not returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected hardware low level failures error during testing. Device uploaded properly to the carelink software and communicate properly. (B)(4).